Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the 8mm medium-large clip applier ¿would not close or shut the clips shut¿. The procedure was completed with no reported injury and no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The instrument was able to hold the clip properly; however, when the clip was attempted to be closed the instrument could not properly snap the clip shut. No physical or cosmetic damage was found on the instrument. The instrument had 71 uses remaining.